Manufacturer narrative:
Additional narrative: (B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales rep is reporting an issue with confidence needles without giving details.

Manufacturer narrative:
(B)(4). The two confidence diamond tipped 11g 6¿¿ introduction needles (product code: 2839-03-611, lot number: hvkbgm) were not returned to the customer quality unit (cqu). While it was initially identified that the needles were available, the response to the first sample return request stated that the samples would not be returned. No samples are expected at this time. The status of the samples has been updated to ¿none.¿ images of the needles were returned. The images show that the needle tips had broken. No direct evaluation of the broken tips could be performed without the samples being returned. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The returned images confirmed that the confidence needle tips had broken. However, without the instruments, we are unable to investigate or identify the potential root cause. As there has been no issue identified in the manufacturing or release of these devices that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Devices were not returned for evaluation.